Manufacturer narrative:
Implant regio 22 fractured. Construction was a removable upper jaw construction on 4 implants. Patient suffered from periimplantitis following bone loss and implant instability material analysis concluded mechanical overloading of the implant. Re-submission and re-coding. Original initial and final report did not pass FDA gateway.

Event description:
Implant fracture.